Event description:
It was reported that the patient had inadequate pain relief and difficulty charging the implantable pulse generator (ipg). The patient underwent a revision procedure wherein the ipg was replaced with a magnetic resonance imaging (MRI) compatible device. The patient was doing well postoperatively and the explanted device was not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware.